Event description:
A mayfield skull clamp (a1059) was involved in an event which was described as follows; the patient had not been repositioned at any time during a posterior cervical fusion prior to the slippage. The event occurred when the procedure was completed. There was a minimal delay as a result of the pin slippage. The patient incurred a laceration which required surgical closure. The patient outcome was satisfactory. Integra adult a1018 disposable pins (lot # 1114356) were used and are not available for evaluation. The surgery was not performed with a stereotaxy device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.